Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs system, including an ipg, on (B)(6) 2007. It was reported that the pt's system was explanted on (b)(60 2011. The pt stated that his system was not providing effective stimulation anymore. The pt had experienced a work-related back injury and no longer felt the system was alleviating his pain.